Event description:
Dobhoff feeding tube was inserted and placement was confirmed by x-ray, but the enteral feeding would only infuse for 20 minutes and then stopped. That was the 3rd tube that was inserted in this patient on the same day, that there were issues with. Md requested report be filed.